Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed the integrated electro surgical unit (iesu) generator would not properly display the ui on the screen. The fse replaced the iesu to resolve the issue. The system was then tested and verified as ready for use. Isi received the iesu generator involved with this complaint to perform failure analysis. The generator was analyzed and issue was not confirmed in the system error logs. However, a log review revealed a recurring error on the event date. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure and after port placement, the integrated electrosurgical unit (iesu) generator would not fully power on and remained on the home screen. The customer power cycled the system multiple times but the issue was not resolved. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse inquired if the rest of the system was on and was able to confirm. The tse suggested to power down the generator, reseat the power cord in the back and try again. The customer stated that they have already attempted this a couple of times and the surgeon has elected to convert the case to open surgery due to the issue.